Manufacturer narrative:
The equipment was examined and tested by an amo field service engineer at the clinic location. No issues were detected with the operation of the excimer laser. The laser performed per specification.

Event description:
The clinic reported that three of their patients were overcorrected following laser vision correction. Additional information has been requested regarding this event, including the patients' outcome, however, this has not been provided. Amo has no information regarding the magnitude of the reported overcorrections. In an abundance of caution, we are reporting this event as an MDR.